Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. Access was obtained through the femoral artery. The 4x32mm lesion being treated was located in the moderately tortuous and non-calcified right coronary artery (rca). Insertion difficulty was experienced when attempting to place the 4.00x32 taxus liberte stent. During placement the catheter of the stent delivery system fractured, disabling the device. The procedure was completed with another 4.00x32mm taxus liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified a break in the hypotube 230mm distal to the catheter strain relief. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the system. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. Access was obtained through the femoral artery. The 4x32mm lesion being treated was located in the moderately tortuous and non-calcified right coronary artery (rca). Insertion difficulty was experienced when attempting to place the 4.00x32 taxus liberte stent. During placement the catheter of the stent delivery system fractured, disabling the device. The procedure was completed with another 4.00x32mm taxus liberte stent. No patient complications were reported and the patient's status is stable.